Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Noun expected audio/beep and click sound anomalies were noted. Pump received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 600 mg/dl. The customer felt thirsty and difficulty breathing. The customer treated their blood glucose levels with manual injections. The customer stated that they do not feel comfortable with the insulin pump because of the clicky sound the device makes while delivering insulin. The customer returned the product for analysis.